Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damage of the conductor wire¿s insulation at the yaw pulley. There were no material missing and the conductor wires were not exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation. Although the complaint was not confirmed by failure analysis, the information gathered indicates that the device may have contributed to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that inspection prior to central processing, a frayed conductor wire on the fenestrated bipolar forceps instrument was identified during initial inspection. No patient involvement. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: during last known usage for a da vinci-assisted vernal hernia tapp surgical procedure, the instrument did not collide with any other instrument or tool. No functional issue observed on the instrument during last procedure usage. No known unintended energy discharge. No signs of thermal damage.